Event description:
It was reported that the ilet could not be unlocked and the screen was found to be delaminating, indicating a display bonding failure; the user was guided through troubleshooting and education, advised that water resistance was compromised, and switched to backup subcutaneous insulin therapy. Symptoms included hyperglycemia as well as instances with no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display with loss of or failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.